Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable high ft3 g3 elecsys e2g results for one patient and the customer suspected non-specific interference from a cobas e801 analyzer. The serial number was requested but was not provided. The sample was submitted for investigation and was tested on a cobas e801 analyzer and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue most likely can be excluded. To the differences between the values generated, a local/customer-specific or sample-specific issue may have occurred.